Event description:
It was reported that during a generator changeout procedure, this left ventricular (lv) lead exhibited high capture thresholds and high out of range impedance measurements. The physician opted to implant a new lv lead, therefore, this lead was capped and surgically abandoned. No additional patient effects were reported.